Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Performed exterior visual inspection and passed. Performed charge and boot tests and passed. Performed manual sound test and passed. Performed wiggle test and passed. Receiver functional test was performed and passed. Open receiver for internal inspection and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.